Event description:
It was reported that, after a tka surgery in which a genesis ii system had been implanted, the patient was experiencing pain in the patella. A revision surgery was performed for resurfacing the patella as this was not performed in the original surgery. The patient outcome is unknown.